Event description:
The patient reported that the needle did not deploy when the pod was activated, indicating a needle mechanism failure. Shortly after the issue, a communication error was reported. The pod was worn for less than one hour. As treatment, a new pod was placed. No impact to the patient¿s glucose levels was reported.

Manufacturer narrative:
The device has been returned and received. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received not deployed. The download data shows that the pod was received in pod state 15 and delivered 0 pulses, indicating that the pod did not complete activation after being filled by the user. Inspection of the pod found that the reservoir was filled, and the fill rod was contacting both fill sensor springs, indicating that the user attempted to activate the pod. No damages or defects were observed that would prevent the pod from completing activation and deploying the needle mechanism as intended. The pod was reset, communicated with an unused controller, delivered a 5-unit bolus, and deactivated with no issues. No communication errors occurred during rerun. The investigation found no damages or deficiencies that would result in a communication error. It could not be conclusively determined what caused the reported communication error.